Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the device required calibration. No defect was found after the device was calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the "sync" on the external pulse generator was not working. It was further reported that the sensitivity tested to be out of specification. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.